Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery has become swollen and is not holding a charge.

Manufacturer narrative:
The customer's parent reported issues with the device battery powering up, recharging, and the battery appeared slightly swollen. According to the report, the customer is having difficulty with the device powering up appropriately when requested, and recharging issues . It was reported that the device may recharge to a battery capacity of 77% and then shuts off abruptly. The physical device was not returned for investigation. There is no evidence of thermal runaway, and the device continues to function despite the battery and recharging issues reported. The customer did not require medical attention or intervention and a replacement device was provided. Lot release records were reviewed and the product lot met all acceptance criteria.